Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous left superficial femoral artery (sfa). The sterling 6.0 x 60/135 (4f) balloon catheter advanced to the lesion to post dilate a non bsc stent and ruptured at 6 atms on the third inflation. The procedure was complete with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).